Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was in his room in bed connected to battery power while watching television. The patient's wife went to sleep in another room. The patient's wife got up at about 5:30am and went to check on her husband. She saw that he "looked funny", as his dentures had slipped in his mouth and she felt him and he was cold. She noticed that there were no numbers on the display monitor and he was not connected to the power module. The system controller had no lights on and the batteries he was connected to were drained. She changed him over to ac power and then called emergency medical response. The patient was cold and rigormortis had set in. Emergency medical response could not revive the patient and he expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.